Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (303 mg/dl), and was taken to the emergency room. The cause for the reported issue was unknown. Customer was treated through intravenous fluids and released from the emergency room 3-4 hours later. Customer's bg level was 180 mg/dl upon being released from the emergency room.